Manufacturer narrative:
Additional products: mnh, mni, kwq, kwp. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and no complaint related issues were found. (B)(4). Placeholder.

Event description:
It was reported that on (B)(6) 2013, the heads of two matrix screws came off as they were threaded into the pedicle. The broken devices were removed. Surgery was delayed five minutes due to the event. It was reported that no injury was caused to the patient. New screws were implanted and the procedure was reported as successfully completed.